Manufacturer narrative:
It was reported to terumo that the one way valve in the arterial line had a longitudinal crack. Terumo was unable to confirm due to no lot number being provided and the device not being returned. Terumo filed a supplier corrective action request, which the supplier addressed; they developed, qualified and implemented new tooling to address this issue. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility informed terumo cardiovascular that a longitudinal crack appeared during priming in the one-way valve in the arterial line. There was no patient involvement as this occurred during prime. The product was changed out and the surgery was completed successfully.